Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) of 64 mg/dl, treated with 1.5 oz of apple juice, followed by a high bg of 182 mg/dl after announcing breakfast. The agent identified that double meal announcements had led to dosing issues. The user has maladapted the pump and now having issues with the meal announcements dosing the correct insulin. The agent provided education on proper use. The user requested additional training with a specific clinical diabetes specialist. The user's lowest blood glucose (bg) recorded was 64 mg/dl while the highest bg was 182 mg/dl. The high bg was corrected by the ilet's correction algorithm. No symptoms were reported during the event, and no medical intervention was reported at the time of call.